Event description:
It was reported that a system failure forced sensor test was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and force sensor test was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Force sensor out of specification was observed. Service replaced the force sensor and recalibrated. Performed power up process, pm and all functional tests which passed..

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and force sensor test was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Force sensor out of specification was observed. Service replaced the force sensor and recalibrated. Performed power up process, pm and all functional tests which passed..

Event description:
It was reported that a system failure forced sensor test was experienced.

Manufacturer narrative:
Other text: b5: additional information received and attached by ICU medical on 21-feb-2022 via email: the issue with our pump happened when we turned it on before it was even used on a patient. So it did not start having issues while it was already in use with a patient. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Force sensor test error was found at power up and the reading force sensor is out of specifications. The reported problem was found in the event history log. The force sensor was replaced and re-calibrated. The cause of the reported problem could not be determined. No causes or potential causes to the customer's reported problem were found during the DHR review.